Event description:
During a stereotactic breast biopsy, doctor noticed that the needle did not look "right" on the pre-fire images. Techs confirmed that before the needle was inserted into the breast that it was tested and in the pre-fire position. When md tried to fire the needle into the breast it did not make the popping sound. She pushed the plunger back to the pre-fire position and the needle device made a hissing sound. We removed the needle and proceeded the procedure with a new device.